Event description:
It was reported that the lead exhibited noise with inappropriate automode switches multiple times. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found internal abrasion of the inner insulation at 20.8 cm to 20.9 cm from the connector pin, in the area where the suture sleeve had been tightened.